Event description:
The valve was explanted due to endocarditis with dehiscence and abcess of aortic root and ventricular septum, there was extensive hematoma resulting from disruption of the suture line between the prosthesis and the ventricular septum due to tissue destruction from sepsis. Numerous vegetations and abcess wree present. Another valved graft was then implanted.